Event description:
It was discovered that under some wbc pump failure conditions for the unicel dxh 800 coulter instruments, a potentially erroneous wbc value can be used to incorrectly adjust rbc, hgb, and mcv values, which are not flagged. No erroneous results were reported out of the lab as this issue was discovered internally. There was no change to patient treatment and no death or serious injury associated with this event.

Manufacturer narrative:
After inspection it was found that: the hgb is not flagged by the algorithm, but it is flagged due to the mechanical pump failure. Rbc, mcv, rdw, and rdwsd are the parameters in question. These are not related to the wbc pump (are not flagged due to the mechanical failure) but are corrected at high wbc counts by the algorithm (and are not flagged by the algorithm). It was determined that the root cause for this issue is the algorithm.